Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was patient reported that they needed to know the implant date of their ins(implantable neurostimulator). Patient provided serial number and brand name of ins. Agent reviewed that the device was an (B)(6) ins. Patient commented that they implanted the ins and realized it was an inch too low, so they had to have 3 surgeries to remove the ins. Agent redirected patient to (B)(6), queue was too long, agent connected patient to (B)(6) and documented patient's allegation. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).